Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod less than an hour. It was reported by the patient that the pod had a communication error. As treatment, the patient would apply a new pod after the phone call.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was received with the soft cannula deployed. Corrosion was observed on the pcb assembly and the batteries. All attempts to download the data from the pod were unsuccessful due to the corrosion on the pcb assembly. Inspection of the fluid path found a tear on the internal portion of the soft cannula, which resulted in the corrosion observed inside the device. It could not conclusively be determined if the damage to the soft cannula or the corrosion to the internal components resulted in the reported event. The exact cause of the reported communication error was unable to be determined.